Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that while filling the tubing to change the infusion set, the insulin pump alarmed no delivery. The no delivery alarm was resolved by an infusion set change. The customer had issues with the infusion sets and sensor. Customer's blood glucose level was over 600 mg/dl. She had ketones and gave herself manual injections. The customer was able to bring her blood glucose down to around 300 mg/dl. She could smell insulin and the tape was wet. The device was not returned.